Manufacturer narrative:
On 12-apr-2024, the product investigation was closed as the device will not be returned. The product investigation has been updated with the manufacturing record evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000292 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the physician pointed out that the optrell catheter could not be able to insert in the vizigo sheath. The resistance issue was noted approximately two hours after the initial use. The dilator itself was deliberately cut off in order to fit the catheter inside; however, the optrell was attempted to be inserted but could not be inserted. The catheter was replaced and the issue resolved--this catheter was able to be placed inside of the vizigo with the cut dilator. The procedure was completed without patient's consequence.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).